Event description:
Product analysis was completed on the returned generator. The premature battery depletion was not duplicated in product analysis. The percent battery consumed aligned with the battery voltage remaining. The diagnostics were as expected for the programmed parameters and a comprehensive automated electrical evaluation showed that the generator performed according to functional specifications. No further relevant information as been received to date.

Event description:
It was reported that the patient's generator was replaced due to 'battery depletion.' The explanted generator was received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
It was reported by the physician that the patient's generator had gone from 75% remaining in may 2019 to 25% when most recently interrogated. Device history records were reviewed and the generator passed all functional specifications and quality tests prior to distribution. The generator was manufactured after the discontinuation of the laser routing process and was therefore not subjected to laser-routing. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.